Event description:
It was reported that the pulse generator had depleted prematurely. In 2008, there was a 12 month estimate until elective replacement indicator (eri). In 2009, the pulse generator could not be interrogated and the magnet rate was 80 beats per minute. The pulse generator was explanted and replaced.

Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode, due to low battery voltage. The product code could not be downloaded. The battery voltage was at end of life (eol) due to normal battery depletion. After replacing the battery, the device functioned normally.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that there was no pacing and a possible perforation, which could not be ruled out by the x-ray. The lead was extracted. There were no further patient complications reported as a result of this event.